Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported a socket was damaged. The epg (external pulse generator) was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found the patient connector was broken, release latch was sticky, ring was bent, and there were missing parts backside of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.